Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and endoleak.

Event description:
On (B)(6) 2018, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. During the procedure, an excluder® aortic extender component (pla230300j/17715452) was implanted distally in the right common iliac artery. The patient reportedly tolerated the procedure without endoleaks present. On (B)(6) 2018, follow-up examination reportedly revealed proximal migration of the aortic extender component in the right common iliac artery (distance unknown) and a distal type I endoleak. On the same day, a re-intervention procedure was performed whereby the right internal iliac artery was coiled, and an additional excluder® contralateral leg component was implanted distally into the right external iliac artery. The endoleak was resolved, and the patient tolerated the procedure.